Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery after replacing the battery. The customer¿s blood glucose level was 256 mg/dl at the time of the incident. Customer uses new non rechargeable batteries and the pump has no physical damage. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power management graph tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.